Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2025, around 230pm, the patient¿s cgm was reading 250 mg/dl. No bg meter comparison value was reported. The patient self-treated with 7 units of insulin. After this, the patient¿s cgm value dropped very quickly to 86 mg/dl (within a matter of minutes). The patient felt dizzy, had tunnel vision, and then had a seizure. The patient¿s cgm was reading 87 mg/dl at this time. A bg meter reading was taken and was 97 mg/dl, but the patient¿s wife stated that the patient ¿shouldn¿t have a seizure at 97 mg/dl¿. The patient was laying on the floor, turning purple, foaming at the mouth, and shaking. The patient then passed out and was snoring loading but still foaming at the mouth. Ems was called and the patient was taken to the ER. Prior to ems arriving, the patient was given a glucose gel pouch but he was not swallowing. Once able, the patient ate a cookie and had some juice. At the ER, the patient¿s bg meter reading was 124 mg/dl. No cgm comparison value was reported. No additional medication or treatment was provided to the patient in the ER. The patient had an EKG done and was discharged after approximately 5 hours. The patient was a ¿bit better¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.